Manufacturer narrative:
Presentation: aneurysm rupture during thrombectomy: what to do? Conference; (B)(6). The rebar catheter has not been returned for evaluation; product analysis cannot be performed. Device. Based on the reported information, there does not appear to have been any defect of the device during use. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review received report of vessel perforation during after use of a rebar catheter. This information was received through a presentation. The presentation stated that the patient presented with a carotid t-occlusion as well as neurological symptoms from the right hemisphere. The patient¿s nihss was 18. The patient underwent IV thrombolysis, then thrombectomy. During the thrombectomy procedure, dsa confirmed a t-occlusion. A rebar 027 microcatheter as well as a microguidewire were used in a balloon catheter to pass the embolus. Thrombectomy was performed using a stentriever. After the first thrombectomy, superselective injection in the m1 middle cerebral artery (mca) showed perforation of a previously-unknown aneurysm in the m2 mca. The presentation states that the perforation occurred with the microcatheter. To prevent ongoing bleeding, the balloon catheter was filled. In addition, an antifibrinolytic agent (tranexamic acid 1g through IV), a hemostatic agent (fibrinogen 2g through IV), and fresh frozen plasma were administered. There no changes in the patient¿s blood pressure, pulse, or consciousness during the bleed. After 10 minutes, there were no signs of the bleed. The presentations states that the patient¿s nihss was 9 the day after the procedure.